Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported the patient that they underwent device replacement yesterday (2021-feb-09,) and stated that last night was the first night they did not need a diaper. Looking back the patient stated they did not think their previous interstim ever worked well. The patient noted that one time, the manufacturer representative (rep) helped them with it and it worked for a short while, but the patient stated they did not think it ever worked right. It was noted that the patient was seeing a new physician, who also performed the replacement. The patient also mentioned that they had interstitial cystitis (not alleged to be related to the device/therapy) which their previous physician would not treat. After the patient's replacement surgery yesterday they were now getting desired therapeutic effect. It was noted that patient services also reviewed general information with the patient about patient literature and where to locate external devices instructional information, as well as general safety guidelines such as dental environments. No further complications were reported at this time.